Event description:
Optiflow pediatric cannula wired tubing disconnected from green connection that then connects into optiflow circuit. Per rn, this occurred day prior as well, and the pedi cannula was replaced both days. Product given to biomedical department and will be provided to vendor for lot # investigation and review of customer feedback from other accounts.